Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the cutting burr device would not stay attached to the attachment device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that during temperature testing it was determined that the device was vibrating and making noise, the mid sub assembly was contaminated, the back-end sub assembly has scratches, the bearings were damaged, and the front-end sub assembly could not be taken apart. It was further determined that the device failed pretest for visual assessment. The assignable root cause for these conditions was determined to be due to wear from normal use over time and improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the during an unspecified surgical procedure it was observed that the cutting burr device would not stay attached to the attachment device. It was reported that the device kept coming loose. During in-house engineering evaluation it was observed that the device was vibrating and making noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.